Event description:
Customer reported to beckman coulter, inc (bec) that the immage immunochemistry system generated suppressed and erroneous patient and control results. Customer reported that there were multiple occurrences of patient suppressed results due to various errors including: optics, e60, e63. Customer reported that the morning start-up and controls were erratic and erroneous. Customer reported that erroneous results were reported out of the laboratory. Customer reported that the erroneous results were corrected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the cuvette waste line filter was plugging and causing fluid buildup in the cuvettes. The fse replaced the filter and cleaned the cuvettes.

Manufacturer narrative:
Additional information: additional analysis conducted by beckman coulter, inc. Indicates there was no evidence of a system malfunction. Numerous error flags and suppressed results were generated.